Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent vaginal vault repair procedure on (B)(6) 2015 and suture was used. While suturing the sacroiliac ligament, the needle broke during the first bite and fell inside the patient. A search for the needle was performed and the needle piece could not be located. Xray was performed and it was decided not to retrieve the piece as it could cause harm to the patient due to the location of the device. The procedure was completed with a like device. Additional information has been requested.

Manufacturer narrative:
It was reported the patient underwent vaginal vault suspension with sacrospinatus hitch and that the needle was grasped slightly closer to the suture than the mid-portion and held in the needle driver. The surgeon opines that roughly half of the needle is retained in the periosteum next to the ischial spine and the surgeon does not feel this will cause any difficulties. It was reported that an extensive search for the needle was performed but it was unable to be safely found. There are no plans to remove the needle piece. The patient is currently well. It was reported that the surgeon has spoken to the patient¿s family physician and suggested that a second opinion be obtained whether the needle piece should be removed. Conclusion: actual sample was returned for evaluation. Visual inspection was performed and breakage occurred in the body of the needle during use due to tensile overload. There is no evidence of any material flaw or defect. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.